Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5 updated. There was additional information received from the initial reporter that stated there was no patient involvement. B6-b7 updated. H6: f code updated.

Manufacturer narrative:
One device was received for evaluation. No repair history was identified. The reported issue was duplicated through functional testing. The clutch assembly and leadscrew were replaced to solve the issue. The device then passed all the testing and is fully operational.

Event description:
It was reported that the device exhibited a travel course error. There was unknown patient involvement.